Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that recoverable 23072 errors occurred against universal surgical manipulator (usm) 4. The customer disabled usm 4 and left it stowed. The site performed the surgery with three usm. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the setup joint (suj) 4. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.